Manufacturer narrative:
Investigation of this case revealed an empty cartridge condition with continued alerting and no user response, resulting in early cessation of insulin delivery. It was concluded that hyperglycemia occurred following interruption of insulin delivery due to an empty cartridge with user nonresponse to alerts, and the cause of the event was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia after insulin delivery stopped when the pump¿s cartridge became empty and the user did not acknowledge the low-cartridge alarm or perform a supply change. Symptoms included elevated blood glucose. Outcomes included a reported hospitalization for high blood glucose. Investigation included a review of device logs and alert history.